Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 802:20 on channel b was confirmed and reproduced during product evaluation. However, the root cause was not identified. No repairs have been performed as the referenced device has been removed from service. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with the reported condition of "failing batteries". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.